Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 02/18/2016 to report on behalf of the patient that the receiver displayed an error icon on (B)(6) 2015. The patient did not report injury or medical intervention. No additional patient or event information is available.